Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to the patient having a heart transplant. The partial rv lead was returned in segments to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.